Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the loss of pain relief were the patient's extensive back surgeries and their severe allergy to contrast dye. The unit was removed so the patient could get an MRI and not be subjected to the dye. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient stopped receiving pain relief from the ins a few months ago. The rep reported that the ins was explanted on the day of the report. The rep reported that the issue was resolved at the time of the report. No further complications were reported.